Manufacturer narrative:
(B)(4)/ mw5100988. The reported event was unable to be confirmed due to limited information received from the customer. A device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A review of the complaint history determined that no further action was required as no trends were identified. Based on the information provided, investigation results concluded that the reported event was due to usage of the device in an incompatible procedural method. There are warnings in the package insert that this type of event can occur, and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Integrity implants will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial, right, endoscopic interbody fusion procedure. During the procedure, it was identified that the device fractured upon insertion. In order to retrieve the fractured components, the surgeon opted to convert the procedure from an endoscopic approach to open. All pieces were successfully retrieved. No additional patient consequences were reported. Contact information for the complainant could not be determined, as a result, additional information on the reported event is unavailable.